Event description:
It was reported that a pediatric user experienced persistent hyperglycemia during an intercurrent illness while on antibiotics, and the caregiver sought guidance on whether to refill the insulin pump after running out of insulin; device supplies were reported intact with no leaks or bubbles, and troubleshooting and education were completed. Symptoms included high blood glucose. Outcomes included no reported hospitalization or injury. Investigation included a review of troubleshooting steps and user education. Investigation of this case revealed no device malfunction reported and a likely association with illness and concurrent antibiotic use as precipitating factors. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.